Event description:
The customer reported the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the svc call. The customer found and reset a tripped circuit breaker. Sys is operating as intended.